Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronic high thresholds. It was also reported that the right atrial (ra) lead exhibited intermittent atrial undersensing on stored electrograms (egm). The rv and ra leads both remain in use. No patient complications have been reported as a result of this event.